Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the ultrasound probe face was chipped. Due to this damage the displayed ultrasonic image was defective with missing elements. This finding was due to physical or chemical stress. It was observed that the water tightness was lost due to a pinhole in the bending section cover due to handling. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a crack. It was observed that the elevator channel plug was loose due to excessive stress caused by handling. It was also observed that the paint on the air and water channel was peeled due to deterioration caused by physical stress during reprocessing. It was observed that the light guide lens had discoloration. It was also observed that the connecting tube had a wrinkle due to chemical stress applied during the cleaning sterilization and disinfection (cds) process. Lastly, scratches were observed on the following unit components due to handling: objective lens, connecting tube, acoustic lens and on the protector of universal cord on control section side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a problem with the ultrasonic image. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b3, b5, d10, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The following information is stated in the instructions for use (IFU): ¿warning do not strike or drop the endoscope tip, soft part, curvature, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: date of event was (B)(6) 2022. It was found during maintenance and inspection by olympus. A combination of equipment was used: cv-290 (serial no (B)(6), clv-290 (serial no. (B)(6) EU-me serial no.(B)(6).